Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose confirmed by fingerstick while ill with a suspected stomach bug and received low glucose alerts from the device; the user treated episodes with orange juice and a glucose gel and plans to follow up with a healthcare provider. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment without medical intervention, hospitalization, or assistance beyond a companion providing juice out of kindness. Investigation included troubleshooting and user education regarding sick-day effects on glucose and recognition and treatment of hypoglycemia. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia, with illness identified as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.